Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc). The device was reprogrammed and a temp pacing wire was placed to provide back-up pacing. Surgical intervention was done to replace the rv lead. The rv lead was surgically abandoned. The pacemaker was explanted and replaced as well. No additional adverse patient effects were reported.